Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had foreign matter. The following information was provided by the initial reporter: material #309657 lot #5083610 verbatim: rcc received a complaint via email. Email(s) attached. I am reaching out to you as we have 3ml syringes that have foreign body inside of the packages. This was found while the nurse was assisting a dialysis patient. The item is listed below, and they all have the same lot number thus far. Bd plastipak 3ml syringe luer lok tip manufacture# 309657 lot# 5083610.

Manufacturer narrative:
(B)(6) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.